Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) repositioning procedure to reposition the lens that had "shifted out of the patients line of site", the haptic was found to be cracked and almost broken off from the lens. The surgeon explanted the lens and implanted another lens of the same model with no reported harm to the patient. Additional information was received from the surgeon indicating the "product did not cause the event" and was due to a "refractive error." The lens is not available for return.